Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump does not rewind all the way. Customer stated that she can see into the reservoir compartment that it doesn't rewind completely. Nothing further reported.